Event description:
It was reported that customer is experiencing high and low blood glucose levels. It was reported that customer was hospitalized for pneumonia, bronchitis and a mild heart attack. Customer stated that the insulin pump is not consistently delivering insulin. Customer stated that insulin is also squirting out of the pump during the manual prime process due to temporary vent blockage. Customer states they were not wearing the pump during priming. It was reported that the insulin pump alarmed compromised forced sensor system and no delivery. Customer's blood glucose reading ranged from 49-600 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).